Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a patient procedure, no radiation was possible and the customer reported the d115 board to be smoking. The examination was aborted. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the board d115, in specific the capacitors c37 and c38 did fail. The system has been in clinical use since (B)(6) 2006 and has reached its system life time. Therefore, it is not uncommon for failures of this nature to occur. Systems equipped with the x-ray generator "polydoros a100" and the control boards d115 are no longer in production and systems in clinical use are being updated. The affected d115 board was replaced and the system has been returned to clinical operation. No further actions are to be taken at this time.